Event description:
Customer reported system would not boot up, and no display on either monitor. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the fast scan converter board. System operates as intended.